Event description:
Patient reported the feeling stimulation on left side only, they were not feeling stimulation on right side in (B)(6) 2016 (a couple of days ago). Patient felt about month and a half ago and then they did not feel the stimulation on the right side and loss of stimulation was not resolved. Patient had not take any steps to resolve the issue. Patient reported that since implant (B)(6) 2015 with cold weather they felt pain at the old ins site and the new ins site - patient would put "icy hot" and a pain patch on it and that relieved the pain. It was advised to contact with doctor for more information regarding symptoms and stimulation issue. Patient had learning disabled and that made them understanding of what was going on difficult. Patient was implanted for urinary dysfunctional nerve system and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.